Event description:
During an in-clinic follow-up, noise that resulted in oversensing and automatic mode switch (ams) were detected on the right atrial (ra) channel of the device. Additionally, far-field r-wave oversensing was observed on the device. Provocative testing was performed where the noise was not reproducible. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.